Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu energized and cauterized and all ports recognized instruments.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure that the erbe energy intermittently faulted and stopped working with question marks displayed. The intuitive tech support engineer (tse) reviewed the live logs and found errors 2-71 and m-02 against the erbe. The tse advised that the issue could possibly be due to a bad/expired bipolar and monopolar energy activation cord, and that the energy cords only have 20 uses. The surgeon continued with the procedure robotically. The issue was escalated to intuitive field service. There were no reports of patient injury.